Event description:
It was reported that during the implant procedure, high, out of range lead impedances was observed. A new lead was implanted and the issue persisted. The device was replaced and the values were found to be normal. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of high hv lead impedance was confirmed in the laboratory via bench testing. The reported high hv lead impedance was found to be intermittent as the high hv lead impedance measurements were lost during testing. The high hv lead impedance measurements were not reproduced during further testing on the bench and using automated test equipment. The cause of the reported high hv lead impedance could not be determined.